Manufacturer narrative:
On (B)(6) 2015 it was reported that the implants are not available. (B)(4). On 05 jan 2016, the medical affairs director performed a clinical evaluation and commented as follows: few days after primary tha the patient suffered a trauma (tripped at home, without falling) and an evident periprosthetic spiroidal fracture appeared. There is no discernible trace on the postop x-ray of a crack generated at surgery, although it is still possible. The prepared bone is inevitably traumatised and its resistance to traumas is therefore reduced. In this case, it's very likely that a significant torsional moment was applied to the femoral shaft through the implanted stem, and it resulted in a spiroidal fracture. No reason to think that the cause is related to device malfunction. Root cause for reoperation is supposedly traumatic event.

Event description:
Proximal femoral fracture as a result of the patient tripping, but they did not fall. The surgeon suspected a possible intra-operative fracture, however, this was not evident on x-ray. The patient underwent revision surgery on (B)(6) 2015.

Manufacturer narrative:
On 03 march 2016 it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.